Manufacturer narrative:
Device evaluation summary: device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt had bent trunk cable connector pins which prevented the belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the monitor failed incoming functionality testing.